Event description:
Caller reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert in the pump history. However, the issue resolved prior to the call to cts. There was no adverse impact to the customer¿s blood glucose level. The customer successfully changed charging supplies to resolve the issue, and the pump began charging again.